Manufacturer narrative:
Cross checked with power supply board machine is working fine. Replaced new power supply board in the machine. Ventilator is working as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: machine power indication not showing. Battery not getting charged. We checked with multi meter power output not getting. No patient involvement.